Event description:
During an open reduction and internal fixation (orif) talus procedure the t-flange broke off of the cruciform screwdriver. Another device was available and the procedure was completed. The procedure was prolonged for over fifteen minutes. The broken portion of the screwdriver remains implanted. The stripped screws were removed with no issue. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the device history records showed there were no issues during manufacture that would contribute to this complaint condition. The returned instrument is missing three of the four drive tangs from the tip. There are no other visual issues to note. The material and hardness were checked and passed specifications. The relevant features were checked and passed. The three drive tangs that are missing were not returned and could not be checked.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested